Event description:
It was reported that the patient experienced several instances where his neurostimulator was not turning on, and when interrogated all of his programmed therapies were missing from the device. Recently the patient noticed that his device was not coming on at all throughout the day as programmed. On device interrogation, all parameters were still intact but the device was turned off and programmed therapies did not come on. It was determined that the patient had been missing approximately one week of therapy with no explanation as to why. The patient typically had scheduled therapy active for 12 hours a day, but on (B)(6) the device was only on for 10 hours. It was noted that the patient had been selecting the use of group c on all days between (B)(6), even though this group was programmed to 0v. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 355531, lot# n310055, implanted: (B)(6) 2011, product type screening device; product ID 3550-29, lot# n280995, implanted: (B)(6) 2011, product type accessory.